Manufacturer narrative:
The device has not been returned for analysis. Therefore, the root cause of the reported high pacing thresholds cannot be confirmed.

Event description:
It was reported that during a routine device replacement procedure, this right ventricular (rv) lead was surgically abandoned and replaced, due to high pacing threshold measurements. It was noted the patient's previous rv lead had also been replaced due to high pacing thresholds. No adverse patient effects were reported.